Event description:
Baxter reports "priming error (connector line was not filled with solution)" noted during treatment on the homechoice device. No pt injury or medical intervention required per affiliate.